Manufacturer narrative:
(B)(4). Repositioning surgery on (B)(6) 2015 was reportedly unsuccessful due to abnormal anatomy. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly activated successfully. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient's electrode array was reportedly not inserted into the cochlea. The recipient's underwent surgery to reposition the electrode, which was unsuccessful. The recipient's device was explanted and the same device was used to implant the contralateral ear.